Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's stimulation had moved, and he was receiving stimulation where it was not needed. The sjm representative interrogated the system and determined some contacts had high impedance readings. Reprogramming was unable to address the issue. Follow up identified the patient's system had been replaced with another manufacturer's system.